Manufacturer narrative:
The preloaded delivery system was returned at the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed stress marks in both sides of the cartridge tube and tip which are typically caused and/or may well appear by the pass of the iol thru the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip. The push rod tip protruded through the side of the tip. The tip was observed deformed. Since a specific particle / debris was not identified by visual inspection, it was not possible to determine the source of the particle and relate or not to the manufacturing process. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the injector slides next to the intraocular lens (iol) causing debris on the iol (twice). There was no patient contact. The lens was not implanted. No additional information was provided to abbott medical optics. This report captures 1 of 2 events. A separate MDR will be filed for the second event.